Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 40 mg/dl. Customer's other blood glucose value was 90 mg/dl and 180 mg/dl. Customer stated that the yesterday they got calibration not accepted alert. Customer stated the insulin pump was communicating with the transmitter. The device will not be returned for analysis.